Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). Basal rate was adjusted to 1.25 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rates may need to be adjusted to compensate for daily activity. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl). The bg level was addressed with juice. The cause of the low bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.